Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. An attempt was made to connect to the global communication tool and download receiver logs, however, "call tech support error err121" message was displaying on the screen. The receiver was unable to communicate with the global communication tool due to the error message, and the receiver data log could not be downloaded and reviewed. Pictures of error displaying on device were taken. The reported event of the receiver displaying an error was confirmed because of the occurrence of the call tech support error. A root cause could not be determined.